Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited occasional post paced t-wave over-sensing. No intervention was performed. Patient was stable.